Event description:
It was reported that the procedure was to treat the right coronary artery with moderate calcification. An unspecified balloon was used as an anchor during the procedure but the 2.25x38 mm xience skypoint stent delivery system (sds) became entangled with the balloon inside the guide catheter and force was applied. The stent and distal shaft of the xience skypoint sds separated. The separated portion and the balloon were removed via snare. Another device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017- excessive force.